Event description:
(B)(4) study. Same patient as: 2134265-2012-04613, 2134265-2012-04612. It was reported that post a coronary stenting treatment procedure, the patient expired. In (B)(6) 2012, the patient presented with angina pectoris and was hospitalized. A total occlusion of the rca was noted. Details of the treatment are unknown. The event was considered resolved without residual effects. The patient was discharged 2 days later. In (B)(6) 2012, the patient presented with exertional chest pain originating in the left anterior chest wall radiating down the arm. Electrocardiogram on admission revealed pronounced lateral st depression. During the course of the hospitalization, the patient developed acute respiratory failure. Laboratory investigations performed revealed elevated cardiac enzymes, consistent with the protocol definition of myocardial infarction. The patient was diagnosed with non st elevation myocardial infarction and cardiac catheterization was recommended. Selective coronary angiography performed revealed the left main, circumflex and lad were severely diseased and unchanged from the recent heart catheterization performed in (B)(6) 2012. The 80% stenosis in the mid portion of the left internal mammary artery to the left anterior descending was treated with the placement of a 2.75x12 mm ion drug eluting stent. Residual stenosis was less than 10%. In (B)(6) 2012, the patient expired due to acute respiratory failure.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).